Manufacturer narrative:
G4: 23mar2020 b4:(B)(6)2020. H11: the type of reportable event field was corrected to malfunction. There was no patient involvement. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 25feb2020.

Event description:
The customer reported that the unit was turning on by itself. There was no patient involvement. The field service engineer (fse) evaluated the ventilator and found that it had been out of use for 6 months and the battery was dead with a manufacture date of over 6 years old, which is past its life expectancy of 5 years. The fse replaced the battery. The ventilator successfully passed performance assurance testing after service was completed.